Event description:
It was reported that the 9900 system shut down prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connections to the transformer was tightened during the service call. The system was tested and found to be working as intended and placed back into service.